Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: during investigation, the pump powered up with auditory and vibration to a blank screen. The original complaint of the "dim/reddish" screen was unable to be adequately investigated. The pump's cover was removed and there was no intermittent condition found to the printed circuit board. The audio bolus button cover was torn. A unity test code download tool application was used to upload test code to master/slave/peripheral processors. The upload was successful, the pump powered up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.